Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experience high blood glucose. The customer corrected with pump, but blood glucose continues going up. The customer's blood glucose ranged between 350mg/dl-488mg/dl. During the high pressure test, the pump alarmed no delivery. The customer was advised to monitor blood glucose.